Manufacturer narrative:
The device was returned, and the evaluation found that the screen disappears during the examination and the scope socket scope sensor part was damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not displayed image. The issue occurred during therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d5 (added operator of device should be " health professional") e1 (added the facility phone number was missed in the initial MDR additionally the middle name was inadvertently added in the initial MDR) h8 (added usage of device should be " re use"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported image issue; therefore, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.